Event description:
Customer reported an abo discrepancy on a patient sample tested on the galileo. This sample was a red top clot tube. The sample resulted as o with an equivocal rh result. The customer then tested the sample for the rh and found it to be positive. The sample was resulted as o positive. The doctor's office requested that the sample be re-tested; the o positive result did not match the history of the patient. The sample was retested manually and received the expected a positive result.

Manufacturer narrative:
The galileo operator manual states: "very large red cell clots may not be detected by the galileo. Clots that include greater than 50% of the sample red blood cells may not be detected by the instrument. Clotted samples should not be tested on the galileo."